Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 23 mmol/l. Customer reports red light on charger. Customer did not provide any symptoms and treatment related to high blood glucose. The insulin pump will not be returned for analysis.